Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service techincian verified the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Final testing was performed and passed per operating specifications.